Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026, the patient experienced a hypoglycemic episode at home, where the patient lost consciousness. Emergency medical technicians (emts) responded after a 911 call; however, the patient did not disclose who placed the call. Upon assessment, the blood glucose level measured 42 mg/dl with no cgm reading reported. The patient was treated with glucose water. The patient was then transported to the emergency room (ER), where multiple blood glucose readings using a meter reportedly showed values above 400 mg/dl. The patient was unable to provide exact readings and did not know the corresponding cgm values. At the time of the report, patient stated she had limited recollection of the incident and decline to provide further details thus, unable to gather how long she stayed in the ER and other medications provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.